Event description:
It was reported that; dr. (B)(6) was inserting a trial when the tip broke off from the trial handle into the trial.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment results: the returned device was confirmed to have a fractured tip upon visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: based on the age of the device it is likely that normal wear contributed to the reported event.

Event description:
It was reported that; dr. (B)(6) was inserting a trial when the tip broke off from the trial handle into the trial